Event description:
Customer's daughter reports back to back testing on the advantage system with results of 325 mg/dl and 112 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.